Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: intraoperatively, it was found that the tip of the probe was slightly roughened and that sparks had also occurred. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the polyimide's pin became exposed and indirect contact (sparks) with the hood during use, creating a short circuit (hole in the hood) between the active pin and the hood disabling the unit to continue operation. Lack of glue around the polyimide, the glue could have been scratched during the placement of the hood and damaged during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.